Event description:
Patient reported "deflation" and "implant is starting to leak". Healthcare professional later reported "recalled". This record is for the left side. The device remains implanted. The device will be returned.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "implant is starting to leak" (deflation). Clarification to onset date - b3: 2017.